Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The following sections were updated: h2, h4, h6 and h10. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Since it was possible to capture gmed from the release one of the scope switch, it is presumed that it occurred because there was no problem with the device and the user had never set the custom switch on the front panel. Regarding the setting of the custom switch on the front panel, the instruction manual (7.18 other functions) has the following description. ¿assigning functions to the custom switches olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The customer refused to provide title. Olympus technical assistance center (tac) support spoke to the customer to further assist with setting front panel switch to release one. The customer confirmed that the front panel switch was unable to capture to gmed. However, it does capture from scope switch setting to release one. The customer later called back and informed tac that the reported issue was resolved. The device will not be sent in for repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center front panel switch fails to capture to gmed. The event occurred during set-up. There was no patient involvement, no harm or user injury reported due to the event.